Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a gray rectangle was intermittently displayed on the pump touchscreen. At the time of the report with tandem technical support the touch screen was functioning as intended. There was no reported impact to the customer's blood glucose. Reportedly, customer continued to use the pump for insulin therapy.